Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012.

Event description:
It was reported the lead displayed high impedance's and was possibly fractured. Re-programming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, also atrial over-sensing was observed.